Event description:
This senior medical affairs specialist spoke with the patient/layperson in 2009 concerning his allegation that a result with his one touch ultra meter was inaccurately high. The patient's initial complaint was on the month prior. Product has been replaced. Twenty six days later, at an unrecalled time, the patient tested, result 328 mg/dl. The patient had no symptoms based upon the result, the patient injected approximately 15 units humalog. Thirty minutes later, the patient self treated with either food or juice. After self treating, the patient tested with his daughter's one touch, result 55 or 60 mg/dl. He then tested on his own meter, result below 100. The patient became concerned after obtaining a result that was high outside of the test strip control solution range. The complaint is classified based upon the allegation of self treatment with insulin after an inaccurately elevated blood glucose followed by symptoms that meet the criteria of serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (Test strip lot number) is no longer available.